Event description:
The following was reported through a review of the article titled, ¿medium-term results of intraocular drain implantation (istent) combined with lens reconstruction." Reportedly, following a cataract plus trabecular microbypass stent system procedure, there was one (1) case of mispositioned stent. Any omitted information was not available at the time of report. Please see the attached article for further details.

Manufacturer narrative:
Additional information: b7: mean and mode used. B3: awareness date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).